Event description:
Reporter stated that pt was admitted to the hosp in 2004, with high blood glucose (>400 mg/dl). They were treated with an IV of insulin, and cipro. Pt was also given 12u lantus. Reporter stated that pt's urine contained a moderate amount of ketones. At the time of the report, pt's blood glucose measured 89 mg/dl.